Manufacturer narrative:
The information for the additional common device name is as follows: d2a. Common device name: intravascular administration set the information for the additional medical device type is as follows: d2b. Medical device type: fpa. Investigation summary bd received 31 samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for leakage during to injection/blood/urine collection with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of leakage during to injection/blood/urine collection. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® ultratouch¿ push button blood collection set, there was blood leakage during collection. This event occurred with one (1) box of devices. There was no report of patient impact.